Event description:
The patient has 2 leads (from the same lot) implanted. It was reported the patient is experiencing ineffective stimulation. X-rays were taken and indicated both lead had migrated. The physician plans to remove the system and replace it with a competitor device.